Event description:
It was reported the patient had a cerebrospinal fluid (csf) leak that the healthcare professional (hcp) believed to be occurring since the catheter was implanted in may 2014. The patient was "quite impaired" so they were unsure what exact symptoms the patient was having. They were not aware of a spinal headache. The hcp planned to remove the catheter and leave the pump in place then do a blood patch and then reimplant the catheter at a later date. The pump was used to deliver fentanyl and baclofen. It was further reported the patient had poor pain and spasticity control. During the pump replacement procedure, a catheter break, tear or hole was identified. A catheter revision occurred and no segments were left in the patient. The patient recovered without permanent impairment. It was also noted the baclofen was lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).